Event description:
It was reported that this right atrial (ra) lead exhibited an increased high pacing threshold measurement at .6 volts at .4 milliseconds one day post operation implant and sensing had dropped from 2.0 milli volts to .2 volts due to micro dislodgement. This ra lead was surgically revised and remains in service. No additional adverse patient effects were reported.